Manufacturer narrative:
(B)(4). Additional information: this product is not sold in the us. The 510k # provided is for a similar product that is sold in the us.

Event description:
It was reported the catheter was being placed into the patient's subclavian vein. During the puncture the introducer needle and the plastic hub became broken. As a result, everything was removed and a new cvc set was used successfully. There was a delay in treatment with no patient harm and no patient death or complications reported. Follow up information confirmed the needle cannula separated completely from the hug. The cannula was manually pulled from the patient.

Manufacturer narrative:
(B)(4). Device evaluation: the report that the needle hub broke and the cannula separated was confirmed. Returned was an 18ga introducer needle. The needle hub had broken off 5mm from the distal end of the hub. There was a slight bend in the needle cannula where it exited the hub. The proximal end of the hub was severely cracked and a small piece of plastic was missing from that end of the hub. The device history records for the needle were reviewed based on sales history with no evidence to suggest a manufacturing related issues. A risk evaluation was performed for this issue. Based on the sample and information provided, the probable cause could not be determined. Further investigation into this issue has been initiated.